Event description:
Nurse reported via our sales rep, that a female underwent a revision surgery due to the nail fracturing.

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.